Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo, eccentric 99% stenosis in the mid left anterior descending artery. Reportedly, pre-dilatation was performed and the 2.0 x 15mm rx tenku balloon catheter was advanced; however, the balloon ruptured during third inflation at 15 atmospheres. First and second inflation was performed at 15 atmospheres for 30 seconds each time. Slight resistance was met during advancement due to the patient anatomy. An nc trek was used to complete pre-dilatation. There was no resistance during removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Interaction with the lesion and over-pressurization likely caused the balloon to rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.